Manufacturer narrative:
The subject device was not returned for evaluation. As the lot number was not provided and the device is not returning to provide that information, a DHR (device history record ) review could not be performed. Further, a physical device inspection could not be performed. Because of this, the initial complaint cannot be verified or confirmed. Based on the information, the observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or excessive angulation at the distal end. Page 13 of the device IFU ((B)(4)) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also on page 12: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during a therapeutic procedure the aspiration needle came off. Patient under anesthesia and there was no delay in the procedure. The needle was safely removed from the airway with no injury. According to the reporter, a circular metal found came off the needle during extraction of patient fluid into the biopsy container. The description of the metal is about an inch and a half long and looks metallic in a tube shape circular format. According to customer, there were three (3) events for this same type of problem with the aspiration needle. On the three events, two are identical incidences that were both reported with the same type of incident of circular metallic came off the needle. There was no patient harm or injury reported due to the event and no user injury reported. This report is related to a report with patient identifier (b(6) (circular metallic came off the needle). The other report is for patient identifier(B)(6) (the needle broke off). These two reports ( patient identifier (B)(6) and (B)(6)) are the two identical reports (circular metal came off the needle) , however, the event date for this report (B)(4) is unknown.